Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose was 49 mg/dl and also reported over delivery insulin. Customer took 5 carbohydrate snack and blood glucose was 199 mg/dl and 189 mg/dl. Blood glucose was slowly coming down to 180 mg/dl and then decreased to 159 mg/dl. After taking snacks, the blood glucose was 122 mg/dl. The blood glucose was 111 mg/dl with 2 arrows down and after 10 minutes later blood glucose was 80 mg/dl with 2 arrows down. Alarm was going off and was 49 mg/dl or 52 mg/dl with 4 gummies. All happened that suspects that she was delivered at least an extra unit ad treated with at least 25 cabs for low. Once she was out she went to 200 mg/dl then came back down on her own. Customer advised to call back and troubleshoot the insulin pump. The insulin pump will not be returned for analysis.